Manufacturer narrative:
It was reported that they are using gowns to treat parvo pups and feces are still getting on their clothing through the gowns. The gowns are not waterproof, but the gowns say repel everything from food to bodily fluid. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that they are using gowns to treat parvo pups and feces are still getting on their clothing through the gowns. The gowns are not waterproof, but the gowns say repel everything from food to bodily fluid.